Event description:
This report is being submitted following a retrospective review performed by siemens ultrasound. In this case: the card is not displayed on the carto side.

Manufacturer narrative:
This report is being submitted following a retrospective review performed by siemens ultrasound. Investigation was completed and it was found that: attempts were made to tract the c-part involved with the reported incident. We could not track the c-part even after 90 days. Because of this we were unable to investigate the defects in a timely manner. Reference: (B)(4).